Event description:
The device was removed due to an "infection".

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted on 5/31/96 and revised on 7/9/96 due to and "infection," cultures revealed the presence of staph epidermidis organisms. Requests have been made for additional information surrounding the incident; however, to date the requested information has been received. Without the requested information, qa is precluded from commenting on the events surrounding the incident. Should additional information be received, qa will re-evaluate this complaint in accordance with procedures. However, because qa's examination of the returned components can neither confirm nor disprove the report of infection, qa accepts the physician's observations of such, as the reason for surgical intervention. The review of the device lot history records by quality assurance indicates this lot passed starility testing prior to being released. Based on this knowledge, qa concludes that the device was starile prior to the device packaging being opened and that the infection originated from source(s) other than the device.